Event description:
It was reported that a dexcom g7 continuous glucose monitoring (cgm) sensor initially failed to pair with the ilet pump, and while on a support call the sensor successfully paired and glucose readings began displaying on the ilet without further incident. Investigation of this case revealed that normal function resumed after pairing completed and no device malfunction could be confirmed. Symptoms included no user impact on blood glucose. Outcomes included no interruption to therapy, and no hospitalization. It was concluded that the event was a transient pairing issue that resolved during the call and did not result in adverse health effects.